Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. At the time, it was noted that the patient was experiencing "incessant ventricular tachycardia (vt)/ventricular fibrillation (vf)." The lead remains in use. No patient complications have been reported as a result of this event.